Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the rate sense channel. This noise was sensed by the device, resulting in brief periods of pacing inhibition. There were no symptoms associated with this clinical observation. A guidant technical services (ts) consultant suggested that the source for the noise was likely diaphragmatic in nature.